Event description:
It was reported that the doctor has observed increasing osteolytic activity in this patient's distal femur. He felt that surgical intervention has to be done to prevent femur fracture.